Event description:
It is reported that the patient was revised due to pain. X-rays showed a bright visible halo surrounding the hip joint. During the revision significant trabecular metal particles were found in the surrounding tissue. There was no cement used in the primary surgery between the tm shell and the tm augment.

Manufacturer narrative:
This report will be amended when our investigation is complete.